Manufacturer narrative:
The kit and smart card were provided by the customer for evaluation. Smart card data showed that an alarm #53: return line air detected alarm occurred after 142ml of whole blood had been processed before the treatment was ended. A visual inspection of the received kit's system pressure dome did not find any manufacturing issues. Blood splatter can be seen on the exterior of the system pressure dome, as well as on the exterior of the pump tubing organizer (pto). A pressure test of the returned pressure dome did not find any leaks or issues. The customer reported reinstalling the membrane on the pressure dome, therefore that was the most likely cause of the leak. All finished kits are pressure tested for leaks during manufacturing. The most likely root cause of the pressure dome leak was due to the pressure dome not being fully latched onto the transducer by the end user. No further action is required at this time. This investigation is now complete. (B)(6).

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n360 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n360 shows no trends. Trends were reviewed for complaint category, pressure dome leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit and smart card is still in process. A final report will be filed when the analysis is complete. (B)(4). N.s. (B)(6) 2025.

Event description:
The customer contacted mallinckrodt to report they experienced a pressure dome leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a leak at the pressure dome during the treatment. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer will return the kit and smart card for investigation.